Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter became stuck on the guidewire. The patient was undergoing a thrombectomy procedure. The partially stenosed target lesion with acute fresh thrombus was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. The angiojet ultra pe was advanced to the right pulmonary artery; however the catheter became stuck on the guidewire the device was removed from the vessel. Outside the patient, it was noticed that a kink occurred. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned device was an angiojet pe thrombectomy device. Visual and tactile examination showed that approximately 69cm from the hub of the catheter there was a kink and the outer tubing was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter became stuck on the guidewire. The patient was undergoing a thrombectomy procedure. The partially stenosed target lesion with acute fresh thrombus was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. The angiojet ultra pe was advanced to the right pulmonary artery; however the catheter became stuck on the guidewire the device was removed from the vessel. Outside the patient, it was noticed that a kink occurred. There were no patient complications reported and the patient's status was stable.